Event description:
Initial reporter indicated that the pt came into the office and her "vns was dead". It was additionally reported that she had "several seizures back to back without it". The patient is "one that really responds well to it". The patient underwent vns generator replacement for the battery being at end of life. The pulse generator was returned to cyberonics for product analysis. Visual and electrical testing did not show any anomalies against device function or performance. The pulse generator was at battery confirmed end of life.